Event description:
It was reported that there was an event of right atrial (ra) lead over-sensing of noise, with a new onset of atrial flutter. No intervention was performed. Patient status was stable.

Event description:
Additional information received notes that a chest x-ray was performed and no changes were noted. The patient was seen in clinic and the noise was able to be reproduced with isometrics. The physician suspects lead integrity issue.